Event description:
This pt had a right knee replacement in 2004. Since that time pt has bad a lot of popping and the knee comes out of joint and is loose. Pt had been on a walker since surgery. X-rays show loss of bone. Pt was admitted for a revision right total knee arthroplasty. During the procedure, the surgeon discovered the tibia and the femoral components to be oversized. The femoral component also had a lot of lucency. All components were removed and replaced.